Event description:
31 mm watchman flex pro device was deployed in the left anterior appendage and after it was released, it flew from the appendage into the lv [left ventricle] and multiple attempts to snare it were unsuccessful, so patient went to the or [operating room] emergently.